Event description:
The customer reported there were four black dots on the displayed image. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the forceps channel port was scraped. This report is being submitted for the malfunction found during evaluation (forceps channel port scraped). Additional details were requested regarding the reported event; however, no further information was available.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is it is likely the forceps channel port was scraped due to use stress, external factors, or handling. However, a definitive root cause could not be determined. The reported issue (black dots on image) was not confirmed duplicated. In addition, service found there was a leakage from the tip cover, the eyepiece unit was scratched, and the manufacturing label was peeled. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final evaluation. The subject device was sent to the lm for additional evaluation where as a result of confirming the appearance of the scope, confirmed that scratch, dent, deformation, etc. On the distal cover of the scope / scratch, chip, float, crack, etc. On the glue of scope bending section a-rubber. Therefore, the lm found that the glue broke (peeled off) with the influence of the mechanical load (stress) unexpectedly applied to the scope. Olympus will continue to monitor field performance for this device.